Event description:
Literature was reviewed regarding: 'intracranial non-sinus-type dural arteriovenous fistulas could be curable by transarterial embolization or transvenous embolization with liquid embolic material.' (Page 196) the time frame of this study was: from september 2014 to october 2022. (Page 197) multiple manufacturer¿s devices were used in the study population. (Pages 196-200) the following medtronic devices were used: 1. Onyx (ethylene vinyl alcohol copolymer) (page 196) 2. Marathon (a type of microcatheter) (pages 196, 198) deaths occurred in the study population: no, there were no deaths reported among the study participants. (Page 199) among patient adverse events included: 1. Transient hemianopsia: one patient suffered from transient hemianopsia due to an occipital hemorrhage and fully recovered within a month. (Page 200) 2. Transient trochlear nerve palsy: one patient suffered from trochlear nerve palsy after transarterial embolization (tae) and recovered in one month. (Page 200) 3. Asymptomatic acute epidural hematoma (aedh): one patient demonstrated an asymptomatic acute epidural hematoma due to the extravasation of the microcatheter (mc). (Page 200) no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Continuation of d10: product ID: unk-nv-marathon (unknown); g2: citation: authors: matsuda, y., terada, t., sakamoto, y., kubo, m., umesaki, a., tanaka, y., matsumoto, h., yamaga, h., tsumoto, t., mizutani, t. Intracranial non-sinus-type dural arteriovenous fistulas could be curable by transarterial embolization or transvenous embolization with liquid embolic material. Journal of neuroendovascular therapy 17(9):196-201 2023. Doi:10.5797/jnet.oa.2023-0032 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.